Event description:
Customer reportedly obtained results of 55mg/dl, 211mg/dl and 389mg/dl on the active system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.